Manufacturer narrative:
The device history record confirms that the device met all material, assembly and performance specifications. Visual inspection was performed on the returned sample and it was observed the proximal contact wire was intact. The coil delivery wire was kinked, and stretched. The main coil was detached, and the delivery wire was broken. The distal tip was found to be intact. The suture was damaged. Functional testing could not be carried out as the coil was detached and coil delivery wire was broken. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed. It is probable that the device was damaged during the clinical procedure due to some procedural/anatomical factors encountered causing the as reported event, therefore therefore assignable cause of procedural factors will be assigned to reported and analyzed issues.

Event description:
Analysis of the returned device found the delivery wire broken and the coil detached. The coil was replaced and the procedure was completed successfully. There were no clinical consequences to the patient.